Event description:
It was reported that at first the patient thought the device did pretty good, but she had never been completely satisfied. The patient stated that ¿about a month ago¿ the physician assistant (pa) advised her to shut stimulation off for a week and she was supposed to turn it back on a different program. The patient¿s husband stated that they turned it back on a different program and had stimulation turned up to 3.4 volts. The patient noted that they could have gone higher, but were told that if they turned it up higher the battery would run down faster. The patient stated that the pa said ¿numbers 2 and 3 were malfunctioning¿ and her husband noted that she may have been referring to program 2 and 3. The patient stated that at her last appointment the pa shut the device off and told the patient the device ¿was not helping anymore.¿ the pa told the patient she needed to have two tests: botox and a sphincter test. The patient noted that she was fine if she was sitting and her problem was when she got up she started leaking and would until she got to the bathroom. The patient¿s healthcare provider (hcp) thought her sphincter might not be closing all the way. The patient asked about having the device removed. Four days later it was reported that the patient did not want to do the two tests suggested by her hcp. Five days later it was reported that the patient had a few ¿electrode abnormalities,¿ but none were directly affecting the patient¿s stimulation. The event was attributed to the lead and the patient¿s diabetes mellitus. The patient was reprogrammed, but the patient was not affected. The patient experienced a worsening in lower urinary tract symptoms. The patient had incontinence, but the hcp thought her pressing issue was leakage associated with intrinsic sphincter deficiency (isd) component and stress urinary incontinence. No hospitalization was required and the patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va045uj, implanted: (B)(6) 2012, product type: lead. (B)(4).